Event description:
Customer reported anti-kpa was not detected by capture-r ready ID in a patient sample.

Manufacturer narrative:
The reactivity of the kpa antigen was confirmed on retention lot id102 on an in-house galileo. The customer did not return sample for investigation testing.